Event description:
It was reported to baxter mexico that a flogard infusion pump had "damaged fsrs." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The exact date the event occurred is unknown. The reported condition of "fsrs damaged" was confirmed by quality engineering as a failure 38. This is a failure associated with the force sensing resistors (fsrs). This evaluation was performed onsite by a baxter field service technician. The root cause was due to defective fsrs. The fsrs were replaced to resolve the reported condition.